Manufacturer narrative:
Three random sealed reservoirs were evaluated and the reservoirs, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother performed troubleshooting for the no delivery alarm. The customer's mother performed first plunger push but the customer's mother stated that the insulin did not exit from the tubing. The customer's mother changed set with the previous reservoir to perform second plunger push then the customer's mother stated that the insulin was leaking from the tubing cap not at the tubing end. The customer's mother changed the reservoir but also changed the previous set due to the set was wet. The customer's mother performed manual prime and the no delivery alarm did not occurred. The customer's mother as advised that the issue was resolved by changing the reservoir. The infusion set will be replaced. The reservoir will be returned for analysis.